Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, left superficial femoral artery (sfa), after lesion pre-dilatation to 5.5 mm using a 5.0 mm fox sv balloon dilatation catheter (bdc), the 5.5 x 150 mm supera stent was implanted with a good result after the thumb switch had been pulled back and locked. The handle was actuated and full stent deployment was verified under fluoroscopy before attempting to remove the stent delivery system (sds). During sds removal, the tip caught on the non-abbott sheath and detached inside the sheath. Post stent dilatation was attempted and when the unspecified balloon dilatation catheter (bdc) met resistance within the non-abbott sheath, the detachment was noted. Using a non-abbott snare over the steelcore guide wire, a loop was formed and the tip captured. The guide wire, snare, sheath and tip were removed from the anatomy without issue. A delay in procedure time was noted but there was no clinically significance patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: concomitant products: dilatation catheter: 5.0 fox sv; guide wire: steelcore; sheath: 6 fr x 45 terumo. The device was returned and the reported tip separation was confirmed. The difficulty removing could not be confirmed due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.